Event description:
Additional info provided by the reporting physician indicates the pt's endophthalmitis was not lens related. An intraocular infection developed on the third post operative day. The physician indicates the infection was most likely due to bacteria introduced into the eye during the post operative period.